Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe oral 1ml amber had a scale marking issue. The following information was provided by the initial reporter translated from french to english: syringe for oral administration, 1 ml amber with cap, ref: (B)(4), lot: 3349173 we have noted that the graduations on the syringes have faded. The syringes have been handled only once, leaving black marks on the hands. These syringes are currently being used in a clinical trial evaluating cannabidiol in alcohol dependence.

Manufacturer narrative:
One sample and one photo were provided to our quality team for investigation. The sample received loose has most of the scale markings missing or faded. The sample was tested for ink permanency and the reported condition was not observed. The reported defect was not identified in the sample with most of the scale markings missing or faded that was received. Any unused physical samples are required for ink permanency test and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3349173. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.